Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that they had an issue where a nurse was reconnecting a line of continuous chemotherapy (cytarabine) to a needleless connector (after doing cultures) when the spindle collar cracked. The spin collar cracked when attaching to the extension set. There was no report of patient harm.

Manufacturer narrative:
Omit ¿the customer complaint that the spin collar cracked was confirmed. A picture received from the customer shows that the male luer collar was cracked.¿ additional information: the customer complaint of spin collar cracked could not be confirmed due to the product not returned for failure investigation.

Manufacturer narrative:
The customer complaint that the spin collar cracked was confirmed. A picture received from the customer shows that the male luer collar was cracked. The root cause that the spin collar cracked was not identified as no product was returned for investigation.